Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, 99% stenosed lesion located in the moderately tortuous proximal left anterior descending coronary artery. After rotablation, a xience skypoint stent system was advanced toward the lesion, but encountered some calcification, resulting in flared struts and a failure to cross the lesion. Resistance was noted during removal, but the device was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. The procedure was completed with a non-abbott stent deployed. No additional information was provided.